Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/01/2010 11/02/2010, and 11/03/2010 by phone, fax, and mail. Additional info was rec'd in a followup phone call on 11/03/2010. Medical records were rec'd on 11/03/2010. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up phone call with the surgeon's surgery coordinator, she reported the iol was 90 degrees off axis following surgery. The surgery coordinator also reported that posterior capsule opacification had been noted. Medical records were requested and rec'd. During the initial postoperative visits, the pt's visual acuity was count fingers. The visual acuity had gradually improved, although the pt was also reporting double vision. Additional info has been requested.